Event description:
Mainstay medical limited (mml) received information that the patient underwent a revision procedure of the implantable pulse generator (ipg) pocket site due to pocket site pain. Mainstay was unable to get more information about this event. The ipg was later explanted due to pocket site pain. No mml representative was present for these events and was only notified after the explant procedure. Reference mml mfg report number: 3021520203-2025-00083 for the explant procedure. The device history record was performed. No relevant nonconformances were found that would have contributed to the pain experienced by the patient.

Manufacturer narrative:
Mml# (B)(4). No patient demographic information available.